Event description:
Customer reported that she was having low blood glucose and wanted to make sure her settings were correct. Customer stated she experienced a low overnight and had to pull out her site. The customer's blood glucose was unknown. She stated she had treated her blood glucose with food. Troubleshooting for the insulin pump found the customer's drive support cap appeared to be normal. It was also found the customer's bolus wizard settings were accurate. Customer also stated the insulin pump was not exposed to a high magnetic field. She also reported that every time she removes her reservoir, two pieces break apart. She also stated she has to use three infusion sets on every change due to bent cannulas. The customer was advised to monitor the issue. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).